Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument body displayed no abnormalities. Inspection noted that the cartridge of the single use loading unit (sulu) and cam bars were disengaged from the channel and were not returned. The clinical sulu and a pmv representative sulu was used for all functional testing. The approximating lever opened fully and the sulus unloaded and loaded repeatedly without difficulty. The instrument and pmv sulu were cycled with acceptable results; the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected an unreported condition of the cartridge of the sulu and cam bars were disengaged from the channel that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the hepatic artery and vein during a laparoscopic liver transplant, the surgeon was able to squeeze the handle but jaw would not move and reload did not work. Another device was used to complete the case. There was no patient injury.